Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power alert and b button did not work. The customer¿s blood glucose level was 270 mg/dl at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advancing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the idle current test, run current test, self test, off no power test, basic occlusion test, displacement test and occlusion test. Unit received with normal operating currents. Unit unable to prime during prime/a33 test due to faulty force sensor (gold). Unable to perform excessive no delivery test due to priming anomaly. All buttons functions properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. No unexpected menu scrolling during testing. No unexpected battery power loss and off no power alarm noted.